Event description:
The following information was reported by the customer's attorney's office: in (B)(6) 2001, the customer's doctor prescribed the use of an insulin pump with an infusion set. On (B)(6) 2009, and again on (B)(6) 2009, she failed to receive the correct doses of insulin to manage her diabetic condition. She was hospitalized and diagnosed with hypoglycemia as a result of improper amounts of insulin. As a direct and proximate result, she has suffered and will continue to suffer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.